Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: rupture (B)(4).

Event description:
It was reported that a (B)(6)-year-old african american female underwent breast surgery with 550cc mentor memerygel breast implants and experienced rupture on the right side post-operational. As a result, the patient underwent unilateral device removal and replacement with 550cc mentor memorygel breast implant, catalog number 3505504bc, serial number (B)(4) on (B)(6) 2019.